Manufacturer narrative:
Finneran m, nardone e. Intrathecal pain pump causing delayed acute flaccid paralysis: a case report and review of the literature. Clin case rep. 2024;12(10):e9484. Doi:10.1002/ccr3.9484. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Finneran m, nardone e. Intrathecal pain pump causing delayed acute flaccid paralysis: a case report and review of the literature. Clin case rep. 2024;12(10):e9484. Doi:10.1002/ccr3.9484. Reported events: a 67-year-old patient with a history of chronic pain presented to the emergency department with acute onset flaccid paralysis. The patient had been receiving morphine 20 mg/ml at 10 mg/day and bupivacaine 40 mg/ml at 20 mg/day. The patient had a personal therapy manager dose of 0.6 mg every 2 hours with a maximum of 8 doses per day. The patient had a dose increase three weeks prior to the event and reported delivering a bolus just before the event. The patient experienced numbness in their right foot that developed into paralysis of both lower extremities. They recalled numbness up to their chest and weakness of the upper extremities. The patient had been hypotensive. A computed tomography scan of the spine showed no identifiable compression of the catheter. 2 hours after arrival they had begun to slowly regain motor function and were transferred for neurological evaluation. 6 hours later they had regained almost complete strength but had persistent weakness in left hip flexion and knee extension. An MRI had been negative for compressive pathology. No alterations had been made to the patient's pain regimen. The definitive cause had been unknown but the patients recent dose increase and potential for a positional catheter kink had been noted.